Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.